Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger would not locate their ins. The patient stated it just kept searching for the ins. The caller was able to charge their implant on the call. The patient stated then it kept showing the checking recharger screen and they had tried taking the battery out of the controller 3 times. It had not resolved the issue. No symptoms reported. No further complications were reported or anticipated. Additional information received from the patient via the manufacturer representative reported that the stimulator was not working and can't get the unit to charge. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they notified their managing physician about the stimulator not working. The patient reported that the replacement of the recharger resolved the issue about the stimulator not working. The patient reported weight at the time of the stimulator not working was (B)(6).